Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented with the pulse generator in backup vvi mode. Due to the battery status no further trouble shooting could not be done. The device was explanted and replaced successfully. No additional information was available.